Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated that the device was working up until yesterday and now was not working and patient was having accidents. The patient was advised to increase to a comfortable level. No further complications were reported/anticipated.